Manufacturer narrative:
(B)(4). Customer returned the product on 9/28/2016;product received at the qc lab on 9/29/2016;qc lab evaluation completed on 9/30/2016. Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's daughter is calling for her. The customer is concerned with tests results from results obtained of 278, 396, 288 mg/dl. The customer's expected fasting blood glucose test result range is 150 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (date), a blood test was performed by the customer fasting and produced test results of 379mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is approximately two months ago. The meter memory was reviewed for previous test result history: (B)(6). Customer's daughter called in complaining she does not trust the readings being produced from her mother's true metrix meter, as they have been very high compared to usual. Customer's daughter is injecting her with insulin multiple times in the day and usually begins to read between 150-200mg/dl fasting after her normal dosages are given, but yesterday customer received readings of 278mg/dl, 396mg/dl, and 288mg/dl (all fasting) throughout the day even after the daughter has injected her with the usual dosage of insulin. Customer's daughter has not had any changes in diet, exercise, or medications so the readings should not be raising after injecting her with her normal dose of insulin. Customer was beginning to run the back-to-back blood tests during troubleshooting process but when customer first received a reading of 379mg/dl-fasting, customer's daughter did not wish to run another test, as she does not trust the results being produced. Customer did not provide exact times for results obtained from meter's memory.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's daughter is calling for her. The customer is concerned with tests results from results obtained of 278, 396, 288 mg/dl. The customer's expected fasting blood glucose test result range is 150 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (date), a blood test was performed by the customer fasting and produced test results of 379mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is approximately two months ago. The meter memory was reviewed for previous test result history: 278mg/dl (B)(6) 2016 n/a fasting: yes, 396mg/dl (B)(6) 2016 n/a fasting: yes, 288mg/dl (B)(6) 2016 n/a fasting: yes, 184mg/dl (B)(6) 2016 n/a fasting: yes, 227mg/dl (B)(6) 2016 n/a fasting: yes. Customer's daughter called in complaining she does not trust the readings being produced from her mother's true metrix meter, as they have been very high compared to usual. Customer's daughter is injecting her with insulin multiple times in the day and usually begins to read between 150-200mg/dl fasting after her normal dosages are given, but yesterday customer received readings of 278mg/dl, 396mg/dl, and 288mg/dl (all fasting) throughout the day even after the daughter has injected her with the usual dosage of insulin. Customer's daughter has not had any changes in diet, exercise, or medications so the readings should not be raising after injecting her with her normal dose of insulin. Customer was beginning to run the back-to-back blood tests during troubleshooting process but when customer first received a reading of 379mg/dl-fasting, customer's daughter did not wish to run another test, as she does not trust the results being produced. Customer did not provide exact times for results obtained from meter's memory.